Event description:
During angioplasty balloon would not come back through sheath. At first it would not allow distal tip into sheath despite deflation and saline flush. When balloon finally entered sheath it "snapped" apart. Sheath was removed with balloon inside of it.